Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, he was feeling nauseated and was vomiting. He took a fingerstick and discovered his bg was 300mg/dl while the cgm was reading 40 mg/dl. The patient called his endocrinologist and was advised to go to the emergency room. The patient went to the ER with his fiancé. At the ER, the doctor treated the patient with intravenous fluids and insulin. After an hour, nurses took a fingerstick and bg was at 200 mg/dl, the wearable had been removed upon arrival at the ER, hence there were no cgm readings for comparison. The patient was hospitalized for 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid."

Event description:
The reported glucose values fall within the d zone of the parkes error grid.